Event description:
It was reported that a balloon rupture occurred.the 99% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). A 4mm x 20mm x 144cm balloon catheter was selected to dilate the lesion after a non bsc guide wire crossed the sfa. However, the balloon ruptured at 12 atms for 10 seconds during initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).